Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a dent was observed on it. The lens was removed and another same type of lens was implanted without pt injury.

Manufacturer narrative:
Results: visual inspection of the returned prod showed that there was a tear across the optic. Additionally, two piece of the optic and haptic was torn off and missing. There was evidence of a clear surgical residue. A work order search was performed on the serial number and there wer no similar complaints found. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.